Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for follow-up with egm displaying noise. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced